Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off-label per the user guide. Customer changed supplies to address the occlusion alarms and successfully resumed insulin. Customer¿s blood glucose level was 350 mg/dl.